Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest.   The device was started up at 11:59:32 on (B)(6) 2022. From 07:47:08 to 07:49:08 on (B)(6) 2022, asystole was detected three times. ECG shows idioventricular rhythm @ 50 bpm degrading to asystole with intermittent cardiac activity. The rhythm then transitions to an idioventricular rhythm @ 40 bpm degrading to vf with motion artifact and electrode leaf fall off. Vf was detected during the asystole detection at 07:49:08. However, vf frequency was less than the rate threshold preventing the lifevest from treating the patient. The device was shut down at 07:53:50 on (B)(6) 2022. Per holter monitor, the patient was in an idioventricular rhythm @ 40 bpm degrading to vf with motion artifact and electrode leaf fall off at the time of the device shutdown. Vf was seen from approximately 07:48:25 until the device shutdown at 07:53:50 on (B)(6) 2022. However, motion artifact and electrode lead fall off prevented the lifevest from treating the patient during these two times the patient passed away on (B)(6) 2022.